Manufacturer narrative:
(B)(4).

Event description:
It was further reported that myocardial infarction (mi) occurred. Cardiac enzyme was noted to be elevated and site reported an event of mi.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina with myocardial infarction (mi) and coronary angiography was performed. Target lesion #1 was located in the proximal left circumflex (lcx) artery with 99% isr of an unknown drug-eluting stent (des) and was 8mm long with a reference vessel diameter of 4.0mm. Target lesion #1 was treated with pre-dilatation by performing thrombectomy, balloon angioplasty and placement of a 3.50x12mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 10%. Target lesion #2 was a de novo lesion located in the mid saphenous vein graft (svg) to mid left anterior descending (lad) artery with 90% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with pre-dilatation and placement of 2.50x28mm promus element¿ plus stent with 0% residual stenosis. Two days later, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, the patient presented to the hospital with symptoms of variant angina. Lexascan cardiac stress test demonstrated significant anterior lateral and inferior wall ischemia. The patient was admitted and coronary angiography was performed the following day. The 95% isr of study stent located in the mid portion of lad graft was treated with balloon angioplasty and placement of a 3.00 x 20 mm promus premier stent, with 0% residual stenosis. Additionally, the 80% stenosis located in proximal lcx was treated with direct placement of 3.00 x 12 mm promus premier stent, with 0% residual stenosis. The following day, the event was considered resolved and the patient was discharged on aspirin.